Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. Due to the lack of information from the reporter a final judgment of the causal relationship is not possible. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. The manufacturing facility, baxter (B)(4), completed the batch reviews for (B)(4). Both batch reviews showed no non-conformities, failures, rework or deviations that could have caused or contributed to this complaint. This is the first complaint of this nature received for this product lot. It will be kept on file for trending purposes.

Event description:
The patient underwent surgery (date of surgery not reported) at the lower leg due to juvenile bone cyst at tibia, which had been filled with actifuse. At third day after surgery, patient developed fever up to 39,5c and exanthema not only in area of surgery, but also on the other leg and the arms. After change of antibiotics there was no improvement. There was no infection of the wound. Only few serous fluid could be drained after removal of some threads. Patient was treated with batch number els80f0114ip as well, this complaint is captured under (B)(4) (previously submitted under emdr MFR#: 3004450973-2012-00002).

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: apparently an inflammatory reaction with fever up to 39.5c, generalized exanthema and seroma (serous not serious fluid) formation in surgical field occurred three days postoperatively after use of actifuse abx for filling of a juvenile bone cyst of the tibia. Lab investigation has been negative for infection. Based on the existing clinical data we cannot rule out that actifuse has contributed to the reported complication. A final judgment of the causal relationship will be determined as soon as the clinical questions have been clarified and the lots have been internally checked. Additional information is being requested. A follow-up report will be submitted upon the receipt and evaluation of the additional information once received.